Event description:
Spiros closed system transfer device on doxorubicin syringe leaked when rn started to administer to patient x 2. New dose syringe and spiros provided by pharmacy and dose was administered without leaking. Also had leaking spiros chemolock set. FDA safety report ID# (B)(4).